Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the system error 105. The reported symptom was observed during power up and caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.